Event description:
The customer reported "equipment failure." The local philips service rep clarified that the device failed to boot/power up. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported "equipment failure." The local philips service rep clarified that the device failed to boot/power up. There was no report of pt involvement or adverse pt impact. The local philips service rep resolved the malfunction be replacing the control pca.